Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. All subsequent shock impedance measurements were noted to be stable and within normal limits. Defibrillation threshold (dft) testing was performed and again, shock impedance measurements were noted to be stable and within normal limits. The physician will continue monitoring. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.